Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) an unknown number of solution administration set in which the roller clamp is not working. According to the report, it is difficult to do flow regulation because the roller doesn't work well (e.g. It stops, it slips off). The condition was identified during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information. An actual sample was received for evaluation. A visual inspection of the sample revealed an indentation on the tubing. The sample was functionally tested by attaching to a viaflo bag and priming was performed without difficulties. The sample was then submitted for a gravity test and the testing passed as it was within the acceptance criteria. The reported condition was not confirmed and the root cause of the condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.